Event description:
It was reported that prior to coronary artery stenting treatment procedure, the catheter separated. The lesion being treated is unknown. When the physician removed the stylet wire the whole catheter separated. The procedure was completed with another of the same device. There were no reported complications and the patient status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to coronary artery stenting treatment procedure the catheter separated. The lesion being treated is unknown. When the physician removed the stylet wire the whole catheter separated. The procedure was completed with another of the same device. There were no reported complications and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified a break at the midshaft 108.5cm distal from the strain relief. The distal section of the break including the exchange port, inner and outer lumens, balloon and tip sections were not returned for analysis. A microscopic examination of the break site identified that the extrusion was stretched, consistent with excessive tensile force having been applied to the shaft. The midshaft bond site was fully intact. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).